Event description:
The surgeon reported a significant wound burn in the operative eye during a cataract extraction procedure. The pt's pupil was not dilated and during the procedure, the phaco tip contacted iris. The surgeon speculated that the iris may have clogged the handpiece. The pt required six unplanned sutures and an amniotic cell transplant to close the wound. The pt outcome is not known at this time.